Event description:
Info received indicates the mattress on the bed is opened, has fluid egress and the zipper is not working.

Manufacturer narrative:
A mattress replacement was ordered for the account to repair the bed.